Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 24 x 3.50mm promus premier drug-eluting stent advanced for treatment, however; the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 3.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts in the most distal strut row were noted to be lifted slightly from their crimped position. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 24 x 3.50mm promus premier drug-eluting stent advanced for treatment, however; the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. It was further reported that the target lesion was 80% stenosed and was located in the mildly tortuous and severely calcified.